Event description:
It was reported that patient's atrial and right ventricular (rv) lead exhibited high pacing impedance and insulation damage. It was also noted that patient's pacemaker exhibited no pacing output. The pacemaker, rv lead and atrial lead was explanted and replaced. There were no patient cosneqeunces.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. The reported event of insulation damaged was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual inspection of the lead found the outer insulation was cut/damaged in the middle region. The cause of the reported event of insulation damaged was consistent with procedural damage. No other anomalies were found.